Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
This pi is for the revision of the patient's right hip due to instability. In reporting an intra-operative instrument breakage, rep mentioned revised devices. Spoke to rep. Patient's right hip was revised due to instability. Surgeon did not report any possible cause or contributor to instability. Intra-operatively, nothing was found loose, worn, or broken. A 21 +20 restoration modular cone body, size 40 metal head, and 40e poly liner were revised. Rep reported that x-rays, medical records, and additional information are not available.